Manufacturer narrative:
Facility's registered nurse, clinical nurse specialist reported that post treatment the pt denied any complaints; no cramping or dizziness noted. She stated that post treatment there was no medical intervention required and the pt was discharged home. No serious injury was reported. The pt's history was not provided by the clinic. On 06/23/06, gambro technical services (gts) field rep performed two service interventions related to uf and mass balance accuracy. The machine was recalibrated returned to the clinic setting.